Event description:
It was reported that it was difficult to load/unload cot in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot was not locking into place correctly. Upon evaluation, it was determined that the powerload vibrates/moves with jerky motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The model and serial number of the device was provided. The device was evaluated and it was determined the device vibrates/moves with jerky motion, which is not reportable.